Manufacturer narrative:
Lot number - two potentially associated lot numbers were reported: sr17e09088 and sr17f06043. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink solution set leaked at the clearlink valve. This occurred during priming as the bag was being hung. The customer started over with new supplies. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, four (4) companion samples were received for evaluation. Two (2) samples are from batch# (B)(4) and the other two (2) samples are from batch# (B)(4). A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of these lots. Visual inspection was performed with the naked eye and no defect was observed on any of the samples. An underwater leak test was performed on all the returned samples. All the samples passed leak testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.